Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan USA alleging that her onetouch ultra meter displayed the apply sample message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2016 at 8:30am. The patient manages her diabetes with oral diabetes medications with diet and/or exercise. The patient stated that she took exercise on (B)(6) 2016 at 8:35am in response to the alleged product issue. The patient claimed to have developed the symptom of "shaking" approximately 2 minutes after the alleged product issue began; however she denied that she received any treatment. At the time of troubleshooting, the csr noted that the test strip completely drew in the blood sample, the correct test strips were being used, the patient was using the correct testing technique, the subject meter was not being used for the first time and the issue was not resolved with a walk through retest. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claimed to have developed the symptom of "shaking" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.